Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 8 message, experienced feeling "irritant" and was unable to self-treat. The customer had contact with a healthcare professional who provided an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle neo meter was reviewed and the dhrs showed the freestyle neo meter passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 8 message, experienced feeling "irritant" and was unable to self-treat. The customer had contact with a healthcare professional who provided an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.